Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Physician reported side unspecified deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, clear fluids inside the device, yellow particles, wear abrasion, and an opening. Leak test was performed and found an opening on anterior and radius. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and punctured opening in the radius side. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment noted a sharp opening on the anterior due to an unidentified tear opening and a puncture opening on the radius due to surgical damage.

Event description:
Physician reported side unspecified deflation. The device has been explanted.